Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The manual stapling handle and reinforced reload were being applied over the gastric antrum for the first firing. The patient had a gastric balloon before which was removed months before surgery. The cartridge was three or four points articulated. The device was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle, but there was no movement. There was poor staple formation. Only a few staples were out of the reload and attached to the tissue. The staple line was incomplete, only a few staples fired. The surgeon heard a crack from the device. The device loses the selected joint (always 3-4 points of joint or articulation) when firing. In order to resolve the issue and complete the case, used another manual stapling handle and reinforced reload to complete the gastric section. Slowly were able to complete the procedure with no more incidents. There was no patient harm. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Fun ctionally, the instrument was loaded with a 60mm articulating vascular/medium reload. During testing of the instruments, a skip was noted in the units firing stroke after closure of the reload jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue t hickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.